Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device was malfunctioning and keeps shutting off. As a factor that may have led to the issue, it was noted that the patient gave birth 6 weeks ago. No diagnostics or troubleshooting was performed. No actions or interventions had been performed at the time of report but the physician did plan on replacing the device (surgical intervention had not been scheduled). The issue was not resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received on (B)(6) 2018 from the manufacturer¿s representative clarified that the patient had only one ins implanted and that nothing was done for the other implanted device (that was for another therapy). There were no further complications reported or anticipated.